Manufacturer narrative:
Additional information :additional information/correction: "it was reported that one (1) 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from a hole in the port." The device was received for evaluation. A magnified inspection observed a small tear/hole at the spike port weld tubing in the back of the bag. Functional testing revealed a leak at the spike port tubing weld in back of the bag. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from a hole in the port. The leakage was discovered during setup and preparation and before patient use. There was no patient involvement. No additional information is available.